Event description:
It was reported during remote follow up that the right ventricular lead exhibited noise. The lead will continue to be monitored. There were no patient consequences.

Event description:
New information received notes that the lead delivered inappropriate anti-tachycardia pacing in response to over-sensed noise. Programming changes were successfully completed. The patient was stable.

Event description:
New information received notes that the lead exhibited additional instances of noise. This noise was oversensed. Programming changes were recommended but not yet completed. The patient was stable.